Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the helix extends and retracts within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the helix of the right atrial (ra) lead did not appear to completely deploy after positioning the lead in right atrium. Repositioning did not correct the problem. The lead was removed and tested on the table. Numerous rotations were required to completely deploy the helix. After numerous extensions, the helix was then able to be deployed with approximately 9-10 rotations. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.